Manufacturer narrative:
The patient was diagnosed with left sfa stenosis with claudication and underwent pta using a drug eluting balloon. Availability to enter this information in section c is still work in progress at spnc, thus the drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon, paclitaxel drug, 1.6 mg, therapy date: (B)(6) 2014, adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries, lot #: 14e2760402, expiration date: 11/30/2014. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign - (B)(6) / study name- (B)(6), patient (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2014, the patient underwent an index procedure of a 10 mm, 95% stenotic denovo lesion in the left distal sfa. The lesion was predilated with a 4 x 40 mm balloon inflated to 6 atm, with a residual stenosis of 50%. Then, a 6 x 40 mm stellarex balloon was inflated to 14 atm for 1 minute, resulting in a final residual stenosis of 10%. There were no complications and the subject was discharged to go home on (B)(6) 2014. On (B)(6) 2015, the patient underwent pta to treat a single lesion in the left sfa and was discharged the following day. On (B)(6) 2016, the patient was diagnosed with left sfa stenosis with claudication and underwent pta using drug eluting balloon on the distal sfa. The patient was discharged the same day with no complications. The physician assessed the event as unrelated to the procedure and unlikely related to the device.